Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at around 10:50 on (B)(6) 2024, the patient was working from home when a continuous noise was heard from the system controller and all the lights were off, so the system controller was replaced. When the facility's engineer checked the history of the controller, a communication fault was recorded. The patient did not confirm that the pump operation light was on (the pump operation light was originally dark). In the system controller alarm history, low voltage hazard and driveline disconnected (due to the controller replacement) were displayed. There was no history of communication failure. On history on the system monitor, at 10:49 power cable disconnect, power cable disconnect alarm, and low voltage alarms were seen. At 10:50, there were pump off, driveline disconnect, and low flow which were associated with the controller replacement. After the controller exchange, the backup system controller did not seem to be occurring any alarms. The facility had collected all the batteries and battery clips from the patients just to be safe. The log file captured at 10:49:02, left ventricular assist device (lvad) internal faults and comm a/b faults. This may have occurred due to an electrostatic discharge (esd) reset or a modular cable issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the cause of the alarms was unknown, possible esd. The alarms had resolved by the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event. It was reported that the patient was working from home when a continuous noise was heard from the system controller and all the lights were off. The primary system controller was then exchanged with the backup system controller, following which, the alarms resolved. Review of the submitted log files revealed a controller reset, followed by loss of lvad communication alarms and a subsequent pump stop associated with a driveline disconnect alarm (refer to the controller investigation). Events consistent with the reported controller exchange were then captured. Following the connection of the driveline to the backup controller, the pump resumed operation without issue. No notable events or alarms associated with the pump were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The patient handbook and IFU warn of events that may cause the pump to stop and how to prevent pump stops from occurring. These documents also address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.